Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry near and distance vision. Pt has history of inflammatory membrane and scar tissue covering zones causing decreased vision and glare. There are two mdrs associated with this event. First eye: MDR # 1119421-2007-00503. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional information was requested 10/30/2007 and 10/31/2007 by phone, fax and mail. Patient records were received.